Event description:
The reporter indicated that the device could not inquire the device with three separate programmers in two different rooms. The magnet response is normal.

Manufacturer narrative:
The observed inability to communicate was the result of a low resistance leakage path in parallel with a capacitator in the telemetry circuit. The resistance path was due to excessive conductivity uder capacitator, c-24.